Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the black box showed one loss of prime warning with a low non zero force. Rewind, load, and prime testing was performed successfully. The pump was exercised for 24 hours and no warnings or alarms were emitted. Force calibration testing was performed and passed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.